Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular shock impedance measurements. Technical services provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range right ventricular shock impedance measurements. Technical services provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed. A defibrillation threshold (dft) test was not completed. This patient will continue to be monitored. This ICD remains in service. No adverse patient effects were reported.